Event description:
It was reported on (B)(6) 2015 that a tablet had the message ¿unable to open port.¿ the representative replaced the serial cable and this resolved the issue. It was noted that the site had thrown away the old serial cable before it could be returned for analysis.

Manufacturer narrative:
.